Event description:
It was reported that (1) device was used during a laparoscopic nissen fundoplication. It was reported by the rep that the hp052 black electrical plug is broken and the handpiece causes a solid tone condition, even with several different generators and endo-factors. There was no consequence to the pt.